Manufacturer narrative:
The customer's bflex 2 regular 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bronchoscope and was able to confirm the reported failure of the articulation lever missing. No other damage was observed. The bflex 2 single-use bronchoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported bflex 2 lot number "ks241001" did not identify any other complaints reported to verathon. Trending analysis for bflex 2 regular 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported via medwatch report number (B)(4) that while placing an endotracheal tube, the bflex 2 regular 5.0 single-use bronchoscope was defective without the ability to manipulate the end of the bronchoscope due to manufacturer's defect. This delayed being able to place the endotracheal tube in a patient recently anesthetized. Upon verathon following up with the initial reporter from the facility, it was reported that the blue articulation lever was missing from the bronchoscope. Upon noticing that the articulation lever was missing, the resident using the bronchoscope removed it from the patient's mouth and they ventilated the patient while obtaining a backup scope to complete the procedure. It was reported that this did not cause a significant delay and there was no patient injury or harm. No desaturation or hypoxia was noted.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.